Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a 0.018 wire was stuck in the cannula and could not be removed. The entire system was taken out without any issues. A new catheter placement and a 0.018 wire were then used for a successful placement.